Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 120mg/dl. The customer cleared the occlusion alarm and resumed insulin deliveries. Tandem technical support educated the customer in possible ways to avoid occlusions (site selection and clothing impact).